Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had missing o-ring and the reservoir was able to lock in place. Customer stated that the sensor received calibration not accepted and change sensor alert. No harm requiring medical intervention was reported. Troubleshoot was performed and the customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged calibration not accepted alert and cosmetic damage at the reservoir tube on event date (B)(6) 2022. Pump passed the displacement test and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, cracked case - corner of belt clip rails, battery tube threads - cracked, broken belt clip rails, missing o-ring (reservoir tube) and serial number label missing. In summary, customer allegation for no communication to transmitter was not confirmed. Pump communicated properly with test guardian link transmitter. No communication anomalies noted. Cosmetic damage confirmed at the missing o-ring (reservoir tube). Moisture damage noted on the electronic stack and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.